Event description:
As reported via (B)(6), a patient experienced periprocedural myocardial infarction post index procedure based on the cec adjudication minutes. At the time of the index procedure, the angiography revealed 70% stenosis in the proximal edge of the ramus. The indication for the procedure was (B)(6). The lesion was described as 19mm in length, class b2, and de novo. As a planned procedure, the lesion was pre-dilated with a 2.5 x 15mm voyager rx at 8atm and a 2.5 x 23mm cypher rx was implanted at 14atm. As a standard procedure, the stent was post dilated with a 2.5 x 20mm balloon at 20atm. Then the second cypher rx (2.5 x 13mm) was implanted overlapping distal to the initial stent at 12atm to fully cover the lesion. The second stent was post-dilated with a 2.75 x 20mm balloon at 16atm. It was reported that the ck-mb was 32 (5.0 unl) and the troponin I was 13.83 (0.050 unl) 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reported no new st-t wave abnormalities and no new q waves; and the discharge summary noted ECG demonstrated sinus mechanism, q waves in the anterior leads consistent with prior anterior wall infarction consistent with the patient's left ventriculogram findings. This elevation was later diagnosed as a periprocedural myocardial infarction according to the cec adjudication minutes. There were no procedural or angiographic complications noted and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bupropion hydrocholride, calcium channel blockers, crestor, heparin, lisinopril, plavix, potassium, prasugrel, and simvastatin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00202.

Manufacturer narrative:
Complaint conclusion: as reported via (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the cec adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of previous pci ((B)(6) 2000), myocardial infarction ((B)(6) 2000), history of skin rash, history of allergy (IV dye & pravastatin) and a smoker. At the time of the index procedure, the angiography revealed 70% stenosis in the proximal edge of the ramus. The indication for the procedure was positive functional study for ischemia. The lesion was described as 19mm in length, class b2, and de novo. As a planned procedure, the lesion was pre-dilated with a 2.5 x 15mm voyager rx at 8atm and a 2.5 x 23mm cypher rx was implanted at 14atm. As a standard procedure, the stent was post dilated with a 2.5 x 20mm balloon at 20atm. Then the second cypher rx (2.5 x 13mm) was implanted overlapping distal to the initial stent at 12atm to fully cover the lesion. The second stent was post-dilated with a 2.75 x 20mm balloon at 16atm. It was reported that the ck-mb was 32 (5.0 unl) and the troponin I was 13.83 (0.050 unl) 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reported no new st-t wave abnormalities and no new q waves; and the discharge summary noted ECG demonstrated sinus mechanism, q waves in the anterior leads consistent with prior anterior wall infarction consistent with the patient's left ventriculogram findings. This elevation was later diagnosed as a periprocedural myocardial infarction according to the cec adjudication minutes. There were no procedural or angiographic complications noted and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15218443 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00202 and 3003742446-2012-00203.